Event description:
It was reported that the patient presented in clinic, the pulse generator exhibited backup vvi operation and the ventricular lead exhibited intermittent loss of capture. A firmware download restored normal device function. The lead was successfully repositioned and the patient was in stable condition.